Event description:
It was reported that customer was hospitalized for high blood glucose levels. Customer reported blood glucose at the time of hospitalization was 979 mg/dl. Customer was wearing the pump at the time of hospitalization. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.